Event description:
It was reported that after the patient's PICC catheter was placed in the left arm and had been used normally without any rupture of the catheter. During infusion in the morning of 04-17 fluid leakage was noted from the white catheter of the PICC. PICC was replaced with a membrane once and the use of the PICC was suspended. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.